Manufacturer narrative:
It was reported that the arterial flow/bubble sensor opened up unexpectedly during treatment. A getinge service technician (fst) was sent for investigation and repair on 2022-02-24/25. The failure could not be reproduced. The flow/bubble sensor was replaced as a precautionary measure. The technician performed safety, calibration, and functionality checks to factory specifications. The log file analysis does not show any failure. The flow/bubble sensor was requested for investigation. The review of the non-conformities has been performed on 2022-02-03 for the period of 2015-10-09 to 2022-01-31. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-09. As the technician could not reproduce the failure an exact root cause could not be determined yet. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint ID#(B)(4).

Event description:
It was reported that the arterial flow/bubble sensor opens up unexpectedly during treatment and did not cause an alarm. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Manufacturer narrative:
It was reported that the arterial flow/bubble sensor popped off the tubing during treatment. A getinge service technician (fst) was sent for investigation and repair on 2022-02-24/25. The failure could not be reproduced. The flow/bubble sensor was replaced as a precautionary measure. The technician performed safety, calibration, and functionality checks to factory specifications. The evaluation of the logfiles does not indicate any fault. The affected flow/bubble sensor was investigated by getinge life-cycle-engineering (lce#(B)(4) on 2022-05-25). No visual abnormalities were found. The measurement for the flow and the bubble detection function as normal. The error could not be reproduced and reflects the results of the fst. As the fst and the getinge life-cycle-engineering could not reproduce the failure an exact root cause could not be determined. However, according to getinge product experts the most probable root causes could be: - latching groove is either worn or contaminated; - the snap lever does not have sufficient lateral play in its groove (caused by clamping due to contamination); - the tongue of the snap lever is worn. According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2022-02-03 for the period of 2015-10-09 to 2022-01-31. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-09. No product related malfunction could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).